Manufacturer narrative:
Device evaluated by MFR: the device was inflated with an encore inflation device and a pinhole was identified in the balloon directly above the proximal markerband 47mm proximal to the distal tip of the device. The proximal markerband was microscopically examined and no issues were noted with its profile that could have contributed to the complaint incident. There were no kinks along the shaft of the device and no other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified artery below the knee. A 2.0-4/4t/90 symmetry¿ stiff shaft balloon catheter was advanced for dilation. However, on the first inflation at 13 atmospheres, the balloon ruptured. The procedure was completed with coyote es balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified artery below the knee. A 2.0-4/4t/90 symmetry stiff shaft balloon catheter was advanced for dilation. However, on the first inflation at 13 atmospheres, the balloon ruptured. The procedure was completed with coyote es balloon catheter. No patient complications were reported and the patient's status is good.